Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the on (B)(6) 2011, the patient underwent an anterior lumbar interbody fusion surgery and posterolateral fusion surgery l3 to s1 using rhbmp-2/acs. The patient¿s post-operative period was marked by increasingly severe radiating back and leg pain. This pain was so severe it required the patient to make multiple trips to the emergency room to address his symptoms of nerve injuries and complications. Since the revision surgery, the patient continues to suffer significant nerve and low back pain and lumbosacral radiculopathy. An MRI study conducted on (B)(6) 2012 shows that the patient continues to experience radicular pain and bilateral foraminal stenosis at the site of surgery.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre operative diagnosis: recurrent lumbar spinal stenosis; mobile spondylolisthesis l4-5; degenerative disk disease; diabetes mellitus. He underwent the following procedures: left l4-5 and ls-s1 anterior lumbar interbody fusion with peek, demineralized bone matrix and bmp; insertion of interbody device l4-5 and l5-s1; application of anterior spinal instrumentation l4-5 and ls-s1; retroperitoneal approach to the anterior spine; revision l4 through s1 posterior spinal decompression with associated medial facetectomies, foraminotomies, and lateral recess decompression; l3 through s1 posterior spinal fusion using local autograft allograft demineralized bone matrix and bmp; posterior spinal instrumentation l3 to s1. As per the operative notes, ¿a 13-degree lordotic cage was used. Simultaneous to preparation for end plates, two large bmp kits were prepared. Additionally, a 10-cc demineralized bone matrix was prepared. Four bmp sponges were wrapped around some demineralized bone matrix and packed into our cage. At ls-s1, several distractors and trial spacers were inserted. Ultimately, a 41-rnm wide x so mm high cage was chosen. Again, a 13-degree lordotic cage was chosen. This cage was also filled with four bmp sponges wrapped around demineralized bone matrix. The cage was then impacted into place under fluoroscopic guidance with good purchase obtained. Once meticulous hemostasis was confirmed, the high speed bur drill was used to decorticate all available surfaces from l3 through the sacral alae. With this done, at l3-4 bilaterally two bmp sponges wrapped around local autograft were packed over our decorticated surfaces.¿ no intra operative complications were reported.